Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right total knee revision due to tibial wear. Revised poly and put in a new one. The implant removed was a scorpio flex x3 tibial bearing ps size 9 12mm insert.